Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with food. The customer stated that the no delivery occurred during bolus. The customer stated that the alarm was not recurring. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was able to remove the set.